Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that a 27mm valve implanted in the mitral position was explanted after an implant duration of 30 days due to endocarditis leading to valve dehiscence and severe pvl. Implant was done on mics. Patient had fever immediately after the surgery but no leukocytosis or positive cultures. One month later the patient presented with severe pulmonary edema. Tee showed dehiscence of the prosthetic mitral valve was at aorto-mitral angle with rocking of the prosthetic valve. There was severe pvl (defect of 1.6 cm) and also severe aortic regurgitation due to perforation of the lcc. Endocarditis organism was aspergillus fumigatus. Emergency redo was performed. Patient passed away 14 days after the surgery due to severe lv dysfunction, pulmonary edema and ccf.

Manufacturer narrative:
The device was not returned to edwards for evaluation due to presence of endocarditis. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 27mm valve implanted in the mitral position was explanted after an implant duration of 30 days due to endocarditis. Implant was done on mics. One month later the patient presented with severe pulmonary edema. Tee showed prosthetic valve dehiscence. It was fungal endocarditis. Emergency redo surgery was performed. Patient passed away 14 days after the surgery.